Event description:
It was reported to the MFR that the vns pt's device was replaced due to a lead discontinuity. Follow-up revealed that there was no known pt manipulation or trauma to the device site that may have contributed to the reported event. It was indicated that device diagnostics prior to revision surgery showed high lead impedance and it is unk if a discontinuity was visualized during revision surgery. Good faith attempts to obtain additional info regarding the reported event and the explanted product for product analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.